Event description:
A temperature alarm was reported while the pump was charging using tandem charging supplies, and no extreme temperatures were involved. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem's technical support arranged to send a replacement pump and charging supplies as corrective actions. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy. The customer received tracking information for the replacement and instructions for returning the faulty pump.